Event description:
It was a first case with our device in (B)(6) center with dr (B)(6). The case was planned for a bifurcated body 28x080 as the infrarenal segment measured 87mm. The short margin between the device and the anatomy was discussed with the surgeon but he agreed to proceed. During the deployment of the device, we observed that the contralateral stump was trapped inside the ipsilateral common iliac artery even when the proximal end of the fabric was right below the lowest renal artery. We spent about 2 ½ hours performing multiple bailout maneuvers to avoid conversion to a uni-iliac configuration + a femoral surgical bypass. Fortunately, it was finally possible to re-accommodate the contra stump and finalize the case with technical success and no complications for the patient. The surgeon did not attribute the issue to the device but if we observe the attached images, it is evident that the implanted device has 2 middle stents corresponding with a 100mm long bifurcated body instead of 1 for the 80mm device as per the label in the box. Clinician has not manifested any intention of submitting a formal complaint. Patient outcome - "no injury or immediate consequences for the patient have been reported."

Event description:
It was a first case with our device in (B)(6) center with dr (B)(6). The case was planned for a bifurcated body 28x080 as the infrarenal segment measured 87mm. The short margin between the device and the anatomy was discussed with the surgeon but he agreed to proceed. During the deployment of the device, we observed that the contralateral stump was trapped inside the ipsilateral common iliac artery even when the proximal end of the fabric was right below the lowest renal artery. We spent about 2 ½ hours performing multiple bailout maneuvers to avoid conversion to a uni-iliac configuration + a femoral surgical bypass. Fortunately, it was finally possible to re-accommodate the contra stump and finalize the case with technical success and no complications for the patient. The surgeon did not attribute the issue to the device but if we observe the attached images, it is evident that the implanted device has 2 middle stents corresponding with a 100mm long bifurcated body instead of 1 for the 80mm device as per the label in the box. Clinician has not manifested any intention of submitting a formal complaint. Patient outcome - "no injury or immediate consequences for the patient have been reported."